Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that yesterday after charging their ins from 40% to 100%, therapy was off without them turning it off. Pt observed their communicator pulsing red and green and was unable to charge the communicator because they were away from home. Pt called back two hours later once they had access to external devices and confirmed handset was on and now 100% charged with a solid green light displayed on the communicator battery indicator. Agent had pt close all applications, turn airplane mode on and then off, and confirm that bluetooth was enabled. Agent had pt close all applications again and launch the mystim app to attempt to connect. The pt manually entered the code and confirmed they were able to connect to the ins. Pt was able to view the therapy screen that displayed ¿therapy on¿. Agent had pt close all applications again, turn on the wireless recharger, launch the recharger app, and attempt to connect. Pt confirmed ins was charging at 100% and that therapy was on. Agent had pt close all applications. Agent reviewed information on the general use of the equipment and the mystim/recharger applications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.